Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 380cc mentor smooth round high profile saline prosthesis, catalog #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 380cc mentor smooth round high profile saline prosthesis experienced spontaneous asymptomatic right sided deflation post procedure. The patient received a medical diagnosis for the deflation. This is the second incidence of right sided rupture the patient has experienced. The previous right sided rupture is being reported under 1645337-2020-01786. The patient stated emotional distress over the issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.